Event description:
The customer contacted beckman coulter, inc (bci) to report low sodium and chloride test results were obtained for 4 patients when using the unicel dxc 600 synchron clinical system. The erroneous low test results were reported out of the laboratory. The physician in the emergency room questioned the low results. Tests were repeated on another unicel dxc 600 synchron clinical system, and recovered higher test results. Amended reports were issued. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 3 of 4 reported by this customer. An MDR was filed for each of the 4 patients.

Manufacturer narrative:
The ise (ion-selective electrode) system was routinely calibrated every 24 hours and quality control (qc) was run. Prior to the event, sodium and chloride qc recovered within the lab's established ranges. The field service engineer completed a preventive maintenance procedure on the ise system which apparently resolved the problem. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 3 of 4 reported by this customer. Related mdrs are: 2050012-2011-07556, 07557, 07558, 07559.